Event description:
It was reported that while using bd facslyric¿ computer bundle the gates are not refreshing for tube 2 and it is affecting patient samples. The following information was provided by the initial reporter: issue with updating of information on screen and statistics not correct, when analysis document in facsuite is big. When the customer positions the gates for instance for mrd in tube 1, the gates are not refreshed in tube 2. That is very bad because the tube 1 is made to establish the gating for tube 2. The customer is worried because the stats are not the same and it seems to affect the patient sample results.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ computer bundle the gates are not refreshing for tube 2 and it is affecting patient samples. The following information was provided by the initial reporter: issue with updating of information on screen and statistics not correct, when analysis document in facsuite is big. When the customer positions the gates for instance for mrd in tube 1, the gates are not refreshed in tube 2. That is very bad because the tube 1 is made to establish the gating for tube 2. The customer is worried because the stats are not the same and it seems to affect the patient sample results.

Manufacturer narrative:
H.6: based on the investigation results, the reported issue that when the customer positions the gates, for instance, for mrd in tube 1, the gates are not refreshed in tube 2. This is not desirable as tube 1 is made to establish the gating for tube 2 was not confirmed. Investigation results that were performed on the indicated failure mode were the following: the provided data which included photo and other relevant information provided was thoroughly analyzed, however the data did not support the reported issue and was not reproducible. There was no impact to patient or user and they weren't treated based in it. This is ldt tests performed in facsuite. Not ce ivd. The lab is performing a lot of different tests, all developed by the lab and intended to assess immunophenotyping of biological samples coming from patients with a suspected leukemia / lymphoma disease. It is a context of hematology. The potential cause was not determined since the issue was not reproducible. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd facslyric¿ computer bundle the gates are not refreshing for tube 2 and it is affecting patient samples. The following information was provided by the initial reporter: issue with updating of information on screen and statistics not correct, when analysis document in facsuite is big. When the customer positions the gates for instance for mrd in tube 1, the gates are not refreshed in tube 2. That is very bad because the tube 1 is made to establish the gating for tube 2. The customer is worried because the stats are not the same and it seems to affect the patient sample results.

Manufacturer narrative:
The following fields have been updated with corrected information: d.4. Medical device serial #: (B)(6). D.4. Unique identifier (UDI) #:(B)(4). H.4. Device manufacture date: 30-oct-2018. H.6 imdrf annex b: b21. H.6 imdrf annex c: c21. H.6 imdrf annex d: d16. G.1. Reporting office: becton dickinson and company bd biosciences. G.1. Reporting office contact: fahmy razak - MDR. G.1. Manufacturing site contact: fahmy razak - MDR.